Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump tubing was cut down to the pump block. The pump passed the functional test. No leaks were identified. The cylinder was microscopically inspected and leak tested. The microscope test found that the cylinder had a hole in the middle of the cylinder from sharp instrument. The cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leaks were identified. Based on the information available and analysis results, the allegations of a mechanical issue and a hole/perforation are unable to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that the right cylinder had a hole. The pump and cylinder were explanted and replaced. No patient complications reported.

Manufacturer narrative:
B3 date of event two weeks before surgery.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that the right cylinder had a hole. The pump and cylinder were explanted and replaced. No patient complications reported.